Manufacturer narrative:
Corrected data: in the initial MDR an incorrect lot number was inadvertently entered; therefore the following field has been updated/corrected: lot#: cb30550. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not load properly into the patient's eye. Reportedly the lens was not fully inserted and the procedure was completed with a back up lens. No additional procedures were required, and the patient was reported doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the cartridge was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.